Manufacturer narrative:
The device ro 15 047 has been inspected for investigation purpose. The tests performed confirmed that a software bug caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. Incorrect automatic image fusion with stereotactic frame was reported. A surgery delay of 2 hours has been reported.

Manufacturer narrative:
The initial reporter address was reported wrongly. Initial reporter name and address". Changed to: (B)(6).